Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50mm x 38mm synergy¿ drug eluting stent was advanced but failed to cross the lesion. When the device was attempted to be re-advanced, it was noted that the stent got flared and damaged. The procedure was not completed as the same device was unavailable. No complications nor patient injury were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The mid-section and distal end of stent was damaged and stretched in a distal direction over the distal tip. The undamaged proximal crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50mm x 38mm synergy¿ drug eluting stent was advanced but failed to cross the lesion. When the device was attempted to be re-advanced, it was noted that the stent got flared and damaged. The procedure was not completed as the same device was unavailable. No complications nor patient injury were reported.